Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a cantata 2.8 superselective microcatheter was placed via a left subclavian artery approach for hepatic artery infusion chemotherapy (haic) using an infusion pump. The hub of the device separated from the catheter after three days in-situ. The device was completely explanted and returned to the manufacturer for evaluation. No further event or patient information was provided.

Manufacturer narrative:
The device that is the subject of this report was returned and visually examined the device was received in a used condition. There was a kink 19.5 cm from the distal tip of the catheter and another 72.5 cm from the distal tip. Glue residue was present in the barbed section of hub. A 1 cm section of the catheter remained inside the hub indicating that this is a shaft separation and not a hub separation. The length of the catheter was within specification at 110 cm. The outer diameter of the catheter was within specification at 0.0349 inches. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.